Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended checking the ground isolation, and to reseat and/or replace the graphic user interface (gui) cable. Additionally, the tse recommended performing tests to verify if the malfunction was corrected.

Event description:
It was reported that, during patient use, the ventilator generated a device alert message. The patient was transferred to another ventilator without harm.